Manufacturer narrative:
Case comment: the dermatologist who examined the patient explained him that the adverse events were unrelated to new poligrip sa. The dentist also stated that it may have been the patient's imagination that the symptoms developed associated with the use of new poligrip sa.

Event description:
Skin swelling [skin swelling of]; ill-defined disorder [skin erosion]; urticaria [blister]. Case description: this case was reported by a dentist via sales rep and described the occurrence of skin swelling in a (B)(6) year old male patient who received double salt dental adhesive cream ( new poligrip sa) cream for dentures wearer. Concurrent medical conditions included skin fragility. On (B)(6) 2014, the patient started new poligrip sa. On (B)(6) 2014, 1 day after starting new poligrip sa, the patient experienced skin swelling (serious criteria clinically significant/intervention required), skin erosion (serious criteria clinically significant/intervention required) and blister (serious criteria clinically significant/intervention required). On (B)(6) 2014, the outcome of the skin swelling, skin erosion and blister were recovered/resolved. The reporter considered the skin swelling, skin erosions and blister to be unrelated to new poligrip sa.